Manufacturer narrative:
Product complaint # (B)(4). D4: batch # u5ak24. Investigation summary the analysis results found that the ats45 device was received with no apparent damaged and with a 6r45b cartridge loaded on the device. The returned reload was partially fired 1/10. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the procedure an emergency appendectomy? What was the result of the stapler misfire that led to the ileocolic anastomosis? Were any staple formation issue noted? Urgent, but not emergent here is the documentation involving the incident. I think this should answer most questions. ¿ the appendix was easily visualized in the right lower quadrant and had changes consistent with acute appendicitis. No suspicious fluid in the area and no evidence of gangrenous changes or perforation. The mesoappendix was gently grasped and the mesoappendix was taken down with the ligasure device. There were also some adhesions along the lateral aspect, which were taken down with the ligasure. The junction between the appendix and the cecum was visualized. There were a few inflammatory changes in this area at the base. The endoscopic gia stapler was introduced into the peritoneal cavity and the stapler was closed at the base of the appendix at the junction with the cecum. The stapler closed; however, could not fire. The mechanism was locked and could not be closed to engage all of the staples. It was then opened and removed and on inspection of the stapler, a few staples had opened out of the device. On reinspection of the appendix, it appeared that on closing the stapler, the tissue had been crushed and become quite friable and there was concern that a new stapler fired across the area may not completely close the opening into the cecum. The decision was then made to place a gelport and directly inspect the cecum. The 12 mm trocar was removed, and the incision was extended and a gelport was placed. The cecum, right colon and distal ileum were then mobilized along the avascular plane and the cecum was delivered through the gelport site. Indeed, the stapler had crushed the appendix and the opening into the cecum was visualized. There was no contamination of the area. The decision was made to resect the cecum and perform an ileocolic anastomosis. Gia stapler was fired across the distal ileum and the right colon just above the cecum. The mesentery was taken down with the ligasure device. The specimen was sent off the field. Side-to-side anastomosis performed with a gia stapler followed by ta stapler. Mesenteric defect closed with a single stitch of silk. A seromuscular silk stitch placed along the distal end of the staple line to prevent any excess tension on this. It was then returned to the peritoneal cavity and the area was irrigated and there was good hemostasis. Trocars removed without evidence of bleeding. Fascia was closed at the gelport site with #1 pds. The subcutaneous tissue was irrigated, and the skin was approximated with staples. Sterile dressings were placed and anesthesia entered the room at this point to perform a tap procedure.¿

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: did the reported ileocolic anastomoses occur during the initial procedure? Yes. If so, was the case completed laparoscopically? A gelport was used for hand assisted. Was there any change in post-op care for the patient? No other than a larger incision to dress than usual.

Event description:
It was reported that during a lap appendectomy, the ats45 didn¿t fire completely. The doctor had to perform an ileocolic anastomosis as a result of the incomplete firing. There were no patient consequences.